Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, a trapezoid rx was used with an alliance handle. However, the handle broke. There was no stone inside the basket at the time of the break, and the procedure was completed using another device of the same type. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle break.